Event description:
Follow up communication with the surgeon confirmed that the lead impedance was within normal limits, including at the most recent appointment. The lead wire was reportedly exposed through an insulation opening by the lead pin. The surgeon and patient decided to pursue lead replacement surgery. The patient's lead was explanted and replaced with a new lead on (B)(6) 2016. The explanted lead was returned and is undergoing product analysis.

Event description:
Product analysis was completed on the returned lead portions and could not verify the reported abraded opening. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. The abraded opening that the physician reportedly observed near the lead pin was not visualized during analysis. There is no evidence to suggest an anomaly with the returned portion of the device. Note that a portion of the lead was not returned, so evaluation on that portion could not be completed. No additional pertinent information has been received to date.

Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2015 that the patient underwent a generator replacement surgery that day. It was noted in surgery that there was a gross opening in the sheathing of the lead wire. Diagnostic tests were reportedly normal. The lead was not replaced, and the surgeon is leaving it for the neurologist to determine if a lead replacement is needed. No interventions for the lead issue have been taken to date. No additional relevant information has been received to date.